Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the sulu was fully fired and the interlock was engaged. A small piece of black plastic was received with the unit. Engineering confirmed the black piece was the firing knob pin. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged firing knob pin may occur when the unit is handled roughly. When the firing knob is advanced and force is then applied to the other side of the firing knob, it results in a disengaged pin. The instructions for use state, ¿warning and precaution: 13. Do not rotate the firing knob during firing. Rotating the knob during firing may cause damage and possible instrument malfunction.¿ should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during the open colon resection procedure. Part of the stapler disengaged. Nothing fell into the patient's cavity. To complete the procedure, another device was used. Patient status is no problem. No patient adverse events were reported.